Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was visible rust/corrosion found inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. Additionally, the battery compartment was observed to be cracked to the left of the bumper pad from the threads traveling down toward the case seal. It was also noted to be cracked at the case seal to the left of the bumper traveling up along the side of the bumper towards the threads. The pump was opened and there was no evidence of internal moisture.